Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the flex 2 for damaged power and communication cable. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a cholecystectomy procedure, the or staff contacted technical support due to recoverable faults on usm2 that would not recover while attempting to dock. Live logs showed errors 23103, 23105, and 23072 on suj2. Technical support instructed the or staff to cycle system power, epo, and breaker down on the patient cart, but the faults returned on power up. The or staff was guided to disable arm2 as prompted by the system, and it was communicated that arm2 required service. The surgeon proceeded with the procedure using arm1, arm3, and arm4. Later, another or staff member reached out after turning the system on for the day and reported the same error 23072 on arm2, which recurred upon recovery attempts. Technical support walked the caller through a hard power cycle on the patient cart and exercised arm2, which did not resolve the issue. It was advised that arm2 could be disabled and the system used in a 3-arm configuration. Subsequently, it was reported that the site had questions regarding the maintenance plan for the system and whether they could continue using three usms. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the flex 2 for failure analysis investigation. The unit was analyzed and in log reviews, the 23072 sensor errors were seen, confirming the fault occurred in the field. The field service engineer (fse) had also mentioned damaged cables on the flex encoder cable. During visual inspection, the sensor and brake cable were seen to have the orange and black wires damaged and removed from the connector. A moderate pinch was also seen on the cable assembly. The probable root cause based on findings of the failure analysis may be attributed to electro fiberoptic failure pertaining to the sensor and brake cable assembly. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.